Event description:
Related manufacturer reference number: 2017865-2023-35867. It was reported that the patient presented in clinic for follow up. Upon review it was noted that the right ventricular lead and right atrial lead exhibited loss of capture. X-ray confirmed that both leads had dislodged. The leads were explanted and replaced. The patient was in stable condition post-procedure.